Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead pacing impedance was low. There was no intervention made.

Event description:
New information received notes programming changes were performed to address the rv lead. The patient condition was stable.

Event description:
New information received notes diagnostic imaging was performed on (B)(6) 2022.

Event description:
New information received notes the right ventricular (rv) lead was capped and replaced. The patient condition was stable.